Event description:
"Lp 12 shut off during monitoring of a cardiac pt. There was no warning and co replaced the batteries with no effect. No impact on pt health/outcome ." Pt details were not reported.